Event description:
It was reported that a recently implanted patient is having a hard time tolerating stimulation at around 0.25mv - 0.5ma. The patient experiences tightness in the chest, throat pain, and voice alteration and tachycardia associated with vns stimulation. Additional clinic notes were received for the patient. Clinic notes indicate that the patient was able to stop 3 seizures by swiping the magnet. When vns settings were increased from 0.5 ma to 0.75 ma, on (B)(6) 2015 the patient experienced mild palpitations and hoarseness of the voice with the increase but was reported to be able to tolerate it at the current level. Due to patient's concerns regarding discomfort with stimulation routinely (voice hoarseness, palpitations (tachycardia), chest discomfort and throat pain), the physician made a decision to decrease settings back to previous settings on (B)(6) 2015. Additional system diagnostic results was received. It was also reported that the patient continues to experience dysphagia when vns output current is increased to 0.5 ma.